Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure using the farawave nav catheter, the device was positioned in the left atrium and advanced toward the right inferior pulmonary vein (ripv). The catheter slipped over the ridge multiple times, which was noted to be challenging due to the patients very small atrial anatomy. This led to a drop in blood pressure. The patient developed pericardial effusion and was successfully treated with a pericardial tap. In the physician's opinion, the device and procedural dynamics contributed to the complication. The patient was hospitalized for one overnight stay and was medically monitored following the event. The device will not be returned as it has been disposed of.